Manufacturer narrative:
(B)(4) date sent: 5/25/2023 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were all pouch components retrieved from the patient?" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an appendectomy, the pouch broke and the appendix fell into the patient. Surgeon had to re-inflate abdomen and use a telescope to look inside. A new pouch was used to removed the appendix. No patient consequences.